Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that their device would not power on when the lid is open. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue. It was determined that the root cause of the issue is isolated to the reed switch sw5. The customer received a replacement device and the customer's device was archived by stryker.